Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery (sfa). A non bsc balloon catheter was initially used for predilatation. Then, the 6.0 x 100, 75cm mustang¿ balloon catheter was advanced for dilatation, however, difficulty crossing was encountered before the device was able to cross the lesion. The balloon was inflated twice at 10 and 15 atmospheres respectively, however, on the third inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.